Event description:
Hernia was repaired using polypropylene mesh. Noticed joint inflammation 2-3 months after surgery. Area around repair is somewhat sensitive to touch, but appears normal. Have had absolutely no joint issues prior to surgery. Chronic fatigue also seems to be an issue, which never was prior to surgery. Local anesthesia was used for surgery. Pt has had two surgeries as of current; each were to repair the same hernia. First in 1998, where no mesh was used and pt reported everything as being fine after-which. Second in 2010 where poly mesh was used and has had joint pain and tender area around repair since repair. The mesh area does exhibit a slight burning sensation, under the skin surface.